Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was black when powered on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was black when the device was powered on. The remote service engineer (rse) discovered that the customer has a 1st generation light crystal display (lcd) and they required an upgrade. The rse provided the customer with the part number of the replacement user interface (ui) assembly. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.